Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found a generator defect causing the erbe to not power on. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The root cause of the reported event could not be determined because the unit is an original equipment manufacturer (OEM) product and cannot be opened on site for further analysis. The erbe unit will be sent to OEM for further investigation

Event description:
It was reported that after a procedure the integrated electrosurgical unit (iesu) displays a blank screen, even when connected to power. It fails to stay powered on and only flickers briefly at startup. The procedure was completed with no reported injury.